Event description:
It was reported there was difficulty removing two ensite array catheters through two sjm fast cath introducers during a diagnostic electrophysiology procedure. The physician suspected there were bad electrodes on the multi-electrode array and decided to replace the catheter. The physician deflated the balloon, and lowered the array profile. After locking the positive grip mechanism the physician attempted to withdraw the catheter through a sjm 9f fast cath introducer. The physician encountered resistance and the array profile mushroomed at the distal tip of the introducer. The physician chose to remove the ensite array catheter and introducer together. A large 10f fast cath introducer was used to insert a new ensite array catheter to continue the procedure. When the procedure was finished the physician experienced the exact same removal difficulties with the ensite array catheter as noted earlier in the case. The ensite array catheter was again removed together with the introducer. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). Visual inspection revealed the array profile braid wires were bent, which created a mushroom look in the braid wires. The ensite array catheter profile was able to be brought up to its highest position. The balloon was able to inflate and deflate as designed. The braid wire was returned to the low profile and the peelable introducer was able to slide over the braid wires as designed. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.